Event description:
The monitor failed to recognize and start leaving me without sufficient monitoring. Additional product details: too often incorrect reading, doesn't recognize senor to app and loses monitoring and this one didn't even start up.